Manufacturer narrative:
This report is being submitted to correct the model number field (d4) and serial number in section d, suspect medical device.

Event description:
It was reported that the lead in left bundle branch exhibited under sensing. Boston scientific technical services (ts) discussed hat it is not uncommon to have some acute changes especially in left bundle lead. Ts suggested to adjust output and make rv more sensitive per physician recommendations. This lead remains in service. No adverse patient effects were reported. Additional information received which indicates that this brady lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the lead in left bundle branch exhibited under sensing. Boston scientific technical services (ts) discussed hat it is not uncommon to have some acute changes especially in left bundle lead. Ts suggested to adjust output and make rv more sensitive per physician recommendations. This lead remains in service. No adverse patient effects were reported.